Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called and reported the screen on the insulin pump went blank. Customer's blood glucose was 128 mg/dl. The device had not been bumped, dropped, or exposed to moisture. The battery compartment, battery cap, and spring were neither damaged nor corroded. Upon removing battery for 10 minutes, cleaning battery cap contacts, and inserting a new battery, the customer received failed battery test and battery out limit alarms. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.